Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the air and water leaked from the yellow green shaft area of balloon dilation catheter and was unable to apply pressure.